Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center connection in the front was loose. The device was returned for evaluation. During the device evaluation, bent video connector pins were found causing no image with olympus 180 series scopes. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: no image with 180 scopes (non pae). A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: bent video connector pins. Olympus will continue to monitor field performance for this device.